Event description:
It was reported during an unk procedure that the clips would not reopen. Instrument blocked on the tissues during the procedure. The surgeon could reopen the instrument with some difficulties, but no consequences on the pt. No hemorrhage. They used another like device. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the instrument was returned in good physical condition. The instrument was cycled and would not feed the clips. However, the jaws open and close as intended. Upon disassembly of instrument no anomalies were noted on the internal components. No conclusion could be reached as to what may have caused the found incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.